Event description:
A customer observed negatively biased, imprecise amon quality control results while using the vitros 350 analyzer. No biased patient sample results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event determined that the negatively biased, imprecise amon results occurred on quality control samples while using the vitros 350 analyzer. The customer indicated that they felt the issue was closed so they refused to provide further information and declined further troubleshooting. The root cause of the event is unknown.